Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use for a diagnostic bronchoscopy procedure, the bronchovideoscope experienced occasional screen flickering. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The same device was used to complete the procedure. The intended procedure was completed successfully. The patient was under sedation. There were no delays due to the event. There was no patient harm due to this issue.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. B5.

Event description:
Additional information was supplied by the customer. The same device was used to complete the procedure. The intended procedure was completed successfully. The patient was under sedation. There were no delays due to the event. There was no patient harm due to this issue.